Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received for analysis. No functional abnormalities were noted with the pump. A separation was noted in the bladder of cylinder 1. This was a site of leakage. Microscopic examination revealed central groove to the separation, indicating contact with sharp instrumentation such as a needle. No functional abnormalities were noted with cylinder 2. A separation was noted in the reservoir bladder. This was a site of leakage. Microscopic examination revealed central groove to the separation, indicating contact with sharp instrumentation such as a needle. These components were released according to manufacturing and quality control procedures and it was concluded that the observed instrument separations in the bladder of cylinder 1 and reservoir bladder occurred subsequent to the device packaging being opened. The information received the device was damaged during another surgery. Therefore, it was concluded based on the information and examination of device, the damage done during another surgery was the reason for failure.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to induced damage by another general surgeon during an unrelated case. No other adverse patient effects were replaced.